Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. It was reported that the patient had bradycardia, atrial fibrillation and left bundle branch block prior to the corevalve implant, for which beta blockers were prescribed. Beta blockers were resumed after the permanent pacemaker implant. (B)(4).

Event description:
Medtronic received information that a pre-operative electrocardiogram (ECG) showed slow atrial fibrillation (afib) with left bundle branch block (lbbb). Bradycardia was noted the day of implant. One week following this transcatheter aortic valve implantation (tavi), a permanent pacemaker was implanted. Beta blockers were resumed after the permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received with the patient initials and patient weight. If information is provided in the future, a supplemental report will be issued.